Event description:
Litigation alleges patient had revision due to an abduction reattachment failure and pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016 medical records received. Medical records were reviewed for MDR reportability. Revision surgical report noted pain, weakness, significant inflammation, clearly deficient 2/3 of gluteus medius at the anterior insertion, rosy colored joint fluid and limited range of motion. Information is that this is a left hip and not a right, complaint updated. Part/lot updated and taper sleeve added for pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.